Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced pain in the peg tube area and had stomach cramps since (B)(6) 2021. The patient was treated with 1g of intravenous novalgin and intravenous buscopan. Due to the patient's pre-existing of gastritis, the patient was treated with an unknown proton pump inhibitor. A nurse reported that a physician prescribed 4.5gm of tazobac twice daily against incipient peritonitis and increased c-reactive protein and increased white blood cell count. It was not clear if the patient was diagnosed with peritonitis or if the antibiotic treatment of tazobac was prophylactic.